Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified insufficient adhesive was observed on the wires. It was initially reported by the customer that alert code 106 occurred after catheter plugged into carto and before first ablation. A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in patient. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6)2024, the bwi pal revealed that a dissection the peek housing section and an inspection of the returned device found that insufficient adhesive was observed on the wires. This finding was reviewed and assessed as an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the carto 3 system, and it was recognized; however, error 106 was displayed on the screen due to an open circuit at the tip area. In addition, the device was dissected at the peek housing section and insufficient adhesive was observed on the wires; this could be related to the open circuit observed; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device and no internal action related to the complaint were found during the review. The force sensor error reported by the customer was confirmed. The root cause of the adhesive condition is traced to the manufacturing process. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Internal actions are being implemented to address manufacturing opportunities related to the force sensor issues. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 20-nov-2024, the product investigation was reopen to correct reportability determination of the investigation findings. It was incorrectly reported that the issue of insufficient adhesive on the wires was an MDR reportable malfunction. However, an issue of insufficient adhesive on the wires is not an MDR reportable malfunction since it did not cause or could not cause the separation of any external components that are used inside the patient, the most likely consequence is an intraprocedural delay and the potential risk that it could cause or contribute to a serious injury or death is remote. As such, this event is no longer considered to be MDR reportable. Manufacturer's ref. # (B)(4).